Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump bolus history revealed that the total daily dose values accurately reflected the daily programmed deliveries. During testing, the pump was successfully powered on and exercised for 24 hours with no errors, alarms, warnings, or other abnormalities. A 10 unit audio bolus and normal bolus was performed successfully and accurately recorded in the history. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.